Event description:
It was reported when using the bd vacutainer® sodium heparin (nh) blood collection tubes, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: bd vacutainer® sodium heparin (nh) blood collection tubes it was reported that the bd vacutainer sodium heparin tubes had developed a white film that settled in the bottom of the tubes. Customer is inquiring if this is sodium in powder form and if they are still okay to use or if they need to be discarded.

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for abnormal additive with the incident lot was not observed. The additive appeared normal in a disc/ pellet shape at the bottom of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of additive abnormality as all product specifications were met. Our business team regularly reviews the collected data for identification of emerging trends.